Event description:
On (B)(6) 2012, cardiohelp serial number (B)(4), gave an error message: battery 1 required service -> battery calibration failed. Reference: complaint (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Per nonconformity report, both batteries were replaced, function test and trial run were acceptable. Reference: complaint (B)(4).